Event description:
Customer is receiving erratic blood glucose readings. Customer reported hospitalization due to high blood glucose. The cannula was bent. The blood glucose reading at the time of the event was 506 mg/dl. Customer experienced nausea and chest pain. Hospital treated with insulin pump and IV drip. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.